Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports receiving an uncommanded bolus of 8.75 units that they did not command. The bolus shows on the patient's glooko report but not in the personal diabetes manager's history. The patient reports low bg levels of 60 mg/dl and they had to 'drag' themselves to the fridge to drink a sugary beverage.

Manufacturer narrative:
Cloud data for 08dec2025-09dec2025 was downloaded and reviewed. Review of the cloud data found that two boluses had been delivered and recorded on 09dec2025, one of 8.75 u and one of 0.75 u. No other bolus records were present in the insulet cloud system for 09dec2025 and no evidence that the two bolus records from 09dec2025 had been duplicated in the insulet cloud system was observed. Review of the provided screenshots did confirm the presence of an extra 0.75 u and 8.75 u bolus record in glooko xt. The exact cause of the duplicate bolus record in glooko xt could not be determined from the available cloud data. Glooko has been notified of the event and insulet's device investigation findings.